Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that a 57-year-old male patient on impella 5.5 support experienced a pump saturation problem which was resolved by using a tissue plasminogen activator (tpa) through the purge. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The device was not returned for investigation. Based on the clinical information provided, the patient had a high lv diastolic waveform, high purge pressure, and saturated flow. Tpa was infused through the purge system and these issues were resolved. The logs confirm a gradual increase in motor current followed by saturated flow and spikes in purge pressure and placement signal. Following tpa infusion, the flow, motor current, purge pressure, and placement signal decreased. The most likely cause of the saturated flow is biomaterial.